Event description:
This is report 2 of 2 involved in this peritonitis event. It was reported that a patient experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient experienced cloudy effluent as a result of the peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with vancomycin intravenous (IV) (dose and frequency was not reported) for the event. On an unreported date the patient recovered from the peritonitis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot number h12g11099 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted for the batch but does not indicate any issues related to the complaint. A review of all batch record documents was performed on potentially associated lot numbers h12i27059, h12j30078, h12h31095 and h12l13070 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).